Event description:
It was reported that during the implant attempt, there was an issue with the set screw. The device was not used. No patient complications were reported as a result of this event.

Event description:
It was reported the c154dwk experienced a setscrew issue. The device was not used. Edit (B) (6) 2010. It was reported that during the implant attempt, there was an issue with the set screw. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon analysis, a rounded setscrew was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A supplemental correction report is being submitted to indicate the 7289 device serial number (B)(4) was inadvertently submitted under the medical device reporting regulations, as there is no complaint. The device was replaced due to normal battery depletion. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus there is no complaint. Evaluation summary (B)(4): no anomalies found. Upon analysis, a rounded setscrew was noted.